Event description:
Ventilator shut down with no warning. Customer is unsure whether unit was operating on internal battery or not. (Most likely). Additional info: service dept states that this device was due for annual preventative maintenance based on complainant's report saying unit was serviced this time last year. Please note that there was no death or severe injury involved in the incident.